Event description:
It was reported via repair work order that the cot will not lock into position due to an incorrectly installed restraint strap. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.